Manufacturer narrative:
The probe malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The us customer reported instrument is dispensing different amounts on each slide. The customer was unable to continue using the instrument and stated that staining will continue on an alternative instrument. The field service replaced the probe. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.